Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was difficult to place due to patient anatomy. The lead was repositioned several times. Once a stable location was found the helix was extended. Afterwards, radiological imaging indicated that the helix had not extended. The following day surgical intervention was performed. The lead was severed to allow a 6 french introducer to slide over the lead allowing easier positioning of the replacement lead. Besides surgical intervention, there were no adverse patient effects reported.

Manufacturer narrative:
The lead was accidently discarded following the procedure and therefore could not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.